Event description:
It was reported that the patient had enterobacteremia with evidence of vegetation on the competitor right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system was explanted. The right ventricular (rv) lead was subsequently returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4269 boston scientific lead implanted: 1996 (B)(6); pm3210 st jude ipg implanted: 2013 (B)(6). (B)(4).